Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and discomfort.

Event description:
Patient reported rupture diagnosed by ultrasound and mammography and discomfort on the left side. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Dob- (B)(6)1991.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to confirm as it is a medical event not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported rupture diagnosed by ultrasound and mammography and discomfort on the left side. Device has been explanted.